Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported his insulin pump alarmed no delivery during priming. He rewound the device and reinserted the infusion set, but the device alarmed no delivery again. Customer changed his infusion set and then it started working. Customer's blood glucose was 180 mg/dl. Troubleshooting was not done because the issue was resolved with a complete set change. Customer is returning the infusion set and reservoir for analysis. Nothing further reported.